Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp the leaflets and poor image resolution appear to be related to patient morphology/pathology. The reported tissue injury appears to be related to multiple grasping attempts; therefore, attributed to the inability to grasp. The reported death was due to multifactorial including advanced age and severe heart failure and injury to the leaflets. Tissue injury and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no further intervention performed to address patient effects. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott medical affairs director and the reviewer stated ¿the patient was approximately 88 years of age and was hospitalized for congestive heart failure (chf) and had multiple hospitalizations for chf. It was felt that she would not able to be discharged without addressing the severe mr due to flail posterior segment. The patient¿s options were either to receive a teer procedure or be transferred to hospice. Leaflets were friable; while this was not noted on the initial imaging, during the case, it became evident that the leaflets were friable. The first clip was an xtw. The clip was entangled in the leaflets and could not be released and was deployed lateral to the flail segment. The second clip was an xtw. The leaflets were not able to grasped successfully; when the leaflets were repeatedly grasped, however, either the posterior or anterior would then release. The physician suspected that the leaflets were tearing at multiple sites. The second clip was not deployed. The mr remained severe and worse than baseline. The patient died the next day. The root cause of death is multifactorial including advanced age and severe heart failure; injury to the leaflets from the clip contributed to the patient¿s death, however, the cause of injury is likely the friable leaflets. There is no evidence of mitrclip device malfunction.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
Subsequent to the initially filed report, additional information was received stating imaging was difficult throughout the procedure. The next day post procedure the patient died.

Event description:
This is filed to report tissue damage it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior prolapse, and a flail. An xtw clip (30710r1103) was inserted and advanced under the mitral valve. However, the clip became caught in the chordae, and was unable to be removed. Although still attached to the chordae, the clip was able to be deployed on both leaflets. To further reduce mr, a second xtw clip (30719r1077) was inserted and unable to grasp the leaflets. Therefore, the clip was removed, and the procedure was discontinued. It was noted there was potential tissue damage to the leaflets and the chordae during the grasping attempts. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.